Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which one patient experience cardiac tamponade in a pulmonary vein isolation procedure where the nrg transseptal needle was used among other devices, including carto system (biosense webster), 20-pole mapping catheter (beeat, japan lifeline) and 20-pole circular mapping catheter (epstar libero, japan lifeline. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] ohe, m., haraguchi, g., kumanomido, j., obuchi, a., hori, k., ito, s., . . . Fukumoto, y. (2019). New tailored approach using a revised assessment of fragmented potentials for persistent atrial fibrillation: early area defragmentation by modified cfae module. J cardiovasc electrophysiol, 30(6), 844-853. Doi:10.1111/jce.13888